Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (2000mcg/ml at 22.9mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was due for a refill and an empty pump was reported. The pump reportedly went empty about 7 days/a week ago. At the time of report logs had not been accessed or reviewed to confirm the date of the empty reservoir. No patient symptoms were reported and the manufacturer representative was to confer with the hcp. The pump was refilled to resolve the issue. No further complications were reported or anticipated.